Event description:
It was reported that 2 years prior to report the device was in the patient¿s chest, a year after that it was moved to her abdomen. The patient complained of some irritation of pocket when it was in her chest.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n178135, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-29, lot# n277629, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).